Event description:
After procedure during which bair hugger was used, pt complained of pain and burning on right inner forearm and abdomen. Areas were found to be reddened and very warm to touch.

Event description:
After procedure during which bair hugger was used, pt complained of itching, lower body was reddened.